Event description:
The reporter obtained a 377 mg/dl and 177 mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states he obtained an add'l comparison with blood glucose results 238 mg/dl and 92 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No actions or treatment taken based on the blood glucose comparison. No adverse event reported. New system sent to customer and return requested.